Manufacturer narrative:
This report is being supplemented to correct the initial medwatch, which was submitted in error. There was no issue with the subject device, na-u403sx-4019.

Event description:
It was reported the aspiration needle is deformed. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the aspiration needle is deformed. There were no reports of patient harm.